Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 2013 and mesh was inserted for urinary leakage. The patient reported experiencing severe nerve pain in the left buttock, down the leg and into the foot along with severe pelvic and lower back pain. The patient was diagnosed shortly after with fibromyalgia. The patient further reported pain while sitting, pain while standing, heavy dragging pain in thighs, shooting stabbing pain in vagina, pain during and after intercourse, pain while urinating, painful bladder, incontinence. (Worse than before), widespread fatigue and years later, cheesewire sensation when coughing, like something slicing under the bladder. There is also difficulty emptying bladder at times. No further information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. No further information is available as the reporter contact information was not disclosed.